Event description:
The customer reported that during use of this spectrum ii suture hook, 60 degree left, disposable in an arthroscopic shoulder bankart repair procedure on (B)(6) 2015, the tip of the hook broke off in the patient's shoulder and was successfully removed. Follow-up information received from the user facility revealed that the breakage occurred when the surgeon was using the hook to pierce through the tissue. The procedure was otherwise completed with no further complications or patient injury. The patient was discharged as per routine procedure. Further information received from the distributor indicated that patient's demographic information could not be obtained due to the patient privacy laws in (B)(4).

Manufacturer narrative:
On 20-feb-2015 conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip had broken off and the broken portion was returned. Further evaluation from the engineer found evidence of material movement at the weld joint consistent with a side load being applied to the device during use. Based on the evaluation findings, it is believed that the most probable cause of tip breakage is user-related. This device was manufactured on 23-dec-2014. A review of the lot history record showed of the lot containing (B)(4) units, there were no other similar complaints received. A 2-year review of the complaint history for this device family shows a total of (B)(4) complaints of "tip breakage" received. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate of (B)(4). It should be noted, of the (B)(4) reports, there has been only (B)(4) report received of the "tip breakage" that the surgeon elected to perform a second surgery at a later time to remove the broken tip instead of taking the time to remove it during the first surgery. To date, there have been to patient long term adverse effects reported regarding any of these reported incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.